Event description:
Account alleged that when the bed exit alarms, it will send a nurse call but there is not a local alarm at the bed. Account alleged that the led indicator flashes, indicating that the bed exit is alarming.

Manufacturer narrative:
Account replaced the bed exit board and the tape switches to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.